Event description:
Customer reported receiving three sets or erratic readings on their blood glucose monitor within 10 mins. Results of the first set were 385 mg/dl and 35 mg/dl. Results of the second set were 246 mg/dl and 20 mg/dl. Results of the third set were 485 mg/dl and 116 mg/dl. The three sets were plotted on a parkes error grid and the results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.